Event description:
It has been reported that two bd pegasus¿ safety closed IV catheter system have been found containing foreign matter before use. The following has been provided by the initial reporter: it's found that yellow foreign matter on the catheter after remove the needle cap during priming defected product didn't used.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8198160. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers were able to identify the foreign material as remnant material form the tip shield; small amounts of the plastic can, on occasion, be knocked off due to contact with the grippers of the automated transfer station. The ultimate cause of the contact is a misalignment in the machinery. To address this event our staff has adjusted the expected height of the grippers, this will prevent future contact between the tip shield and the transfer station.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that two bd pegasus¿ safety closed IV catheter system have been found containing foreign matter before use. The following has been provided by the initial reporter: it's found that yellow foreign matter on the catheter after remove the needle cap during priming. Defected product didn¿t used.